Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed between (B)(6) 2017. Cartridge change sequence completed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level ranged from 600 mg/dl at the highest to in the 50's (mg/dl) at the lowest. The elevated bg level was addressed with a manual injection and the low bg level was addressed by the customer consuming carbohydrates. At the time of report the customer's bg level was 194 mg/dl. The cause of the elevated and low bg was unknown. Reportedly, the customer declined troubleshooting with tandem's technical support.